Event description:
It was reported that the patient required an explant due to the intra-ocular lens (iol) in the right eye rotating 40 degrees and the power being off. A replacement lens of the same mode, but different diopter (14.0) was used. There was no reported patient injury. The paient is doing good post-op. No additional information provided.

Manufacturer narrative:
Ethnicity: unknown; requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes returned to manufacturer on: 10/20/2022. Device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could contribute to or cause the complaint issues could be identified. The complaint issues of ¿unexpected postop refraction¿ and "rotation" was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.